Event description:
A malfunction alarm was reported, although there was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and received assistance from technical support to reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.